Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported a blood glucose level (bg) of 53 mg/dl. Reportedly, there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 130 mg/dl, and the meter bg reading was 53 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding the low bg level and treatment; however, no additional information regarding this event was provided.